Manufacturer narrative:
(B)(4). Additional information: release button. The analysis found that one pse60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a semi-open gastrectomy, the powered stapler and the linear cutter reload were used to anastomose between the stomach and the duodenum. In the powered stapler, there were malformed staples in the middle of the staple line at the second firing. The cartridge was gold. In the linear cutter reload, there were malformed staples from the distal end to the middle on the staple line. The cartridge was blue. The shapes of malformed staples were lumbricoid and straight legs in both devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.